Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they allege insulin pump was under delivering. Customer stated the motor sounds was different then when she got it and it was not working effectively due to this issue she feels there was something wrong with the motor. The customer experienced symptoms such as nausea, thirst, urine and headache. The customer was experience high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was not using auto mode feature at the time of incident. Customer treated with bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.